Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 cubie was broken which failed the whole drawer. A field service engineer provided remote support by logging into the station via remote support service and ejected the cubie, medication was unloaded through the application with the customer, drawer and cubie functionality were tested on the hardware test application (hta). The issue was resolved, and drawer operation was also verified by the customer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 failed. The customer informed that the cubie broke; instead of releasing the cubie, the station failed the entire drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.